Manufacturer narrative:
H3 - device evaluation: lens returned in a micro centrifuge vial. Visual inspection found no visible damage to the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -14.5/+3.5/080 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged with a shorter lens due to excessive vault and significant reduction of irido-corneal angles (ica). The problem was resolved.

Manufacturer narrative:
H3 - device evaluation: lens returned in a microcentrifuge vial with moisture and residue on the lens. Visual inspection found the haptic torn and residue on the lens. Claim# (B)(4).